Event description:
Patient reported the circumstances that led to issue were patient's knee gave out and they fell hitting their back on the side rail of the bed. Patient called hcp and met to set up appointment to jump start. Setting appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient representative. The patient's granddaughter called to get assistance with the patient's therapy. It was reported that they are trying to charge the ins, but a "weird message" is pulling up on the insr screen. The caller explained that they are getting the reposition antenna screen on the insr, and that the issue started 2 days ago. The caller confirmed that it has been longer than a month since the patient successfully recharged their ins, and they are not getting therapy (or feeling stimulation) from their ins. The possibility of overdischarge was reviewed and the patient was redirected to the hcp to further address. The caller noted that the patient has been in and out of the hsp to explain the reason why the patient hadn't charged their ins (patient services was under the impression that this was unrelated to the device or therapy). The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient fell 2-3 days ago and started having a lot of pain in the middle of the back. Pt tried charging the ins last night and it won't charge. The recharger (insr) was fully charged. Pt described insr showed a circle with something coming up the bottom and going up to the top and another circle that got things around it. Pt was not able to confirm what screen it was showing. Pt said she could not hold the insr on her own and had to wait for the granddaughter to come to help. Redirected pt to hcp to check the internal components after the fall. Reviewed pt can call back when she is able to use the insr to troubleshoot.